Manufacturer narrative:
Exact date unknown, event occurred five years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a worsened pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.